Event description:
Medical and litigation records reviewed. In addition to what were previously alleged, plaintiff alleges discomfort and trochanteric avulsion. After review of medical records, it was reported that the patient was revised due to failed left total hip arthroplasty secondary to metallosis with acetabular osteolysis resulting from asr total hip arthroplasty. Operative notes reported that upon entering the hip there was a moderate amount of greenish-yellow fluid encountered. There was thickened fibrous tissues that were excised. There was some degree of osteolysis of the calcar region of the proximal femur. It was noted that a small crack was propagated in the posterior aspect of the greater trochanter.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added a2, b5, b7 and h6 (patient codes). Corrected a1. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised to address a failed left total hip arthroplasty secondary to metallosis with acetabular osteolysis. Upon entering the hip joint, there was a moderate amount of greenish-yellow fluid which was under some degree of pressure along with some thickened fibrous tissue and osteolysis of the calcar region of the proximal femur. Multiple attempts were made to disengage the stem from the femur and these were unsuccessful. A small crack was noted which propagated in the posterior aspect of the greater trochanter but which remained nondisplaced. The cup was removed revealing behind fibrous and inflammatory tissue. Discharge summary mentions that preoperatively, there was lucency around the left hip components based on CT scan results and elevated chromium and cobalt levels. The crack on the greater trochanter was revisited on (B)(6) 2019 due to avulsion fracture. The fracture was inspected and cleared of hematoma and soft tissue debris. Plates were used to secure the fracture. There were no components revised. Doi: (B)(6) 2006 - dor: (B)(6) 2018 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per (B)(4) - known possible complication of joint replacement surgery. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received alleging that the patient suffered from pain, weakness, difficulty with simple daily living activities, increased metallic ions in her bloodstream, injury and emotional distress. Doi: (B)(6) 2006 - dor: (B)(6) 2018, (left hip).